Event description:
On (B)(6) 2015, it was reported that the patient had a change in therapy effect; she was not getting enough pain relief. This started about 2.5 months prior to (B)(6) 2015. The patient said that she ¿feels like her belly is full¿ and it ¿feels like the last time the previous pump stopped working¿ (see manufacturer¿s report # 3004209178-2013-21040). There had been no volume discrepancies. The device system was delivering clonidine, bupivacaine, and dilaudid. On (B)(6) 2015, the patient reported that she had been in extreme pain for several months. A pump study had been done and it showed that the catheter was not in the spine. No spinal fluid could be retrieved during the study. Surgery was scheduled for (B)(6) 2015. The plan was to implant a new catheter in a new location. The patient stated that ¿when the pump works it¿s a miracle and she had cut back on her oral medications.¿ the interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received from the patient and a hcp (healthcare provider). On (B)(6) 2015, the patient reported that in (B)(6) 2015, she had pain and dose increases did not help. The catheter was replaced and put in a ¿new space¿ on (B)(6) 2015 after doing a dye study that confirmed it was out of the intrathecal space. On (B)(6) 2015, the hcp reported that the catheter was recently replaced ((B)(6)) because, it had looked like it had become detached from the pump head.

Manufacturer narrative:
(B)(4).